Event description:
It was reported that the patient with this device received 2 bursts of atp and one shock during an episode of what appeared to be atrial tachycardia with rapid ventricular response, however this could not be definitely confirmed in the absence of an atrial lead. It was also reported that the emergency room physician was planning on admitting the patient. The device remains in service. No additional adverse patient effects were reported.